Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) failed to separate from the delivery catheter. The lp was removed from the patient where it was able to be separated and implanted using a second delivery catheter. The patient was in stable condition.